Manufacturer narrative:
D4: updated gtin; serial number is unknown. H6: the device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device was leaking during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was leaking during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.